Event description:
It was reported that during a partial lobectomy procedure, the first firing was fine. During the recharge, the reload broke on the back side while it was inserted. After this event, the device was exchanged. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge present, however, the cartridge pan was found lodge inside the channel and with the proximal part of the cartridge where the lockout is located present. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. In addition, it should be noted that a 100 % inspections takes place during manufacturing to ensure the device meets the require specifications. Cartridge pan dislodged.